Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures identified an articular surface that was removed. There is some wear present from functioning in the joint. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/anomalies identified. A definitive root cause cannot be determined. This complaint could not be confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient was revised approximately two years and five months post implantation due to instability.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.